Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> screwdriver shaft broken. The inner silver part is coming apart from the black handle. As a result when you try to use it the instrument just comes apart into pieces instead of unscrewing whatever it is attached to. Item code:20011-03-060 lot:km879626. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed no signs of breakage, however the shaft of the sig hp rev torq lmt scrwdrvr has migrated from its original position. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces and heavy usage. However, without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The photo investigation did not found signs of breakage, however the overall complaint was confirmed as the observed condition on the migrated position of the shaft of the sig hp rev torq lmt scrwdrvr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at the end of a procedure on (B)(6) 2024, the screwdriver shaft broken. The inner silver part is coming apart from the black handle. As a result, when you try to use it the instrument just comes apart into pieces instead of unscrewing whatever it is attached to. Issue was discovered at the end of the case when disassembling equipment to be sent to sterile processing for processing. Procedure was completed successfully with no surgical delay. No patient consequences.